Event description:
It was reported following a percutaneous right femoral access for a coronary angiography and stent placement, a 6f angio-seal evolution was selected for use. Anticoagulation medication of 6,000 units of unfractionated heparin and a 38ml bolus of integril with an additional 15 ml given via drip infusion were used during the procedure. The activated clotting time (act) immediately prior to sheath removal was 242 seconds. The angio-seal was deployed and bleeding continued which required 35 mins of manual compression. An ipsilateral hematoma was noted which measured greater than 10 cm. An ultrasound revealed a 1.5 cm pseudoaneurysm, and the next day, a 1000 unit injection of thrombin was given under ultrasound guidance. There was persistent excellent flow in the common femoral artery and vein following the injection. The pt remained in the hosp 2 days, recovered fully and was discharged. The pt took aspirin less than 24 hrs prior to the procedure and was also taking clopidogrel. The pt's condition was reported to be stable with no further incidents. A telephone call to the pt revealed no additional issues.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.